Event description:
ER physician called and notified the lab director that he thought we were having trouble with our troponins. Troponin I results were falsely elevated, resulting in a patient being transferred from our facility to another for cardiac catherization. Upon arrival at other facility, troponin I performed with a negative result being obtained. Cardiac catherization not performed. During the resolution process, we discovered a precision problem with the instrumentation and had the instrument decontaminated. Recalibration of the assay was performed and quality control was acceptable. No shifts in quality control were noted prior to notification of a suspected problem by the ER physician. Patients were repeated on alternate analyzer and amended reports were issued. Troponin I testing was discontinued on patients until problem was resolved.